Event description:
Pt had a total left hip in 1997. The pt has required pain medication for about 2 years for chronic pain relief. At this point, it is not known exactly what has caused the problems. X-rays have shown bone erosion, attributed to the cement because the plastic liner becomes worn. The pt was sent to a specialist. Complete total hip replacements are indicated, including treating eroded bone and pulling the originalrods out. The specialist would like to start the procedures at the beginning of the month, but the pt wanted to hold off momentarily. Revision surgery was scheduled, but it is unknown if or when revision was performed.